Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to the mpu was not confirmed. A review of the submitted log file showed 256 events spanning approximately 1 day (between 03:22:24 and 15:07:02 on (B)(6) 2020, per timestamp). The fixed speed was set to 5400 rpm and the low speed limit was set to 5200 rpm; the pump maintained a speed above the low speed limit without issue while the driveline was connected. There were no notable alarms active in the log file. The root cause for the reported issue of low voltages could not be conclusively determined through the analysis. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and qa specifications. Mpu serial number (B)(6) was shipped to the customer on 11jun2018. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low voltage alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low voltage alarm on mobile power unit (mpu). The mpu had a v-lock connector and there were no loose connections nor were there any known environmental circumstances.